Event description:
It was reported to philips that the device boots up into service mode. The customer requested that the device be returned for bench repair. The device was received by the bench repair service on (B)(6) 2021. Upon evaluation of the device by an authorized bench technician, the reported issue was confirmed and the cause was traced to a faulty therapy pca. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca. The therapy pca was replaced and the device was deemed fit for use. Following the repair, the device was returned to the customer to be placed back into service. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device boots up into service mode. There was no patient involvement.